Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used?

Event description:
It was reported in a journal article that the patient underwent an endoscopic totally extraperitoneal groin hernia repair procedure on unknown date between (B)(6) 2006 and (B)(6) 2007 and the mesh was implanted. Following the procedure, the patient possibly experienced chronic pain at three months and/or at one year follow-ups, testicular pain, seroma and hernia recurrence. Additional information has been requested.

Manufacturer narrative:
During pacemaker replacement due to normal eri, loss of capture and sensing were observed on the atrial lead. The lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.